Event description:
It was reported that during an unknown procedure, after inserting into the trocar, it was noted the trocar was broken. Another device was used to complete the surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. Date of event: unknown, assumed first day of month that complaint was reported. Batch # unknown. Additional information was requested and the following was obtained: "if available, please confirm the day of the event, was just mentioned ¿(B)(6) 2023¿ -the day of the event could not confirm. Did any pieces fall into the patient? If yes, were they retrieved? -no pieces fell into the patient." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.